Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a failed battery test with three batteries and has had four weak battery alerts even though the pump showed there was a full charge. Customer's blood glucose level was 250 mg/dl. Customer is at school and does not have the battery with her. Customer declined troubleshooting. Customer stated that she can feel a gap between the compartment and the battery cap. Customer has asked for a new battery cap to be sent out. Customer was advised to clean the cap before use. Customer called again and customer stated that the failed battery test recurred with the new replacement cap. Customer was going to take a shower and suspended the pump, but then realized the screen was blank. Customer stated that this happened yesterday and the pump is back on. Customer inserted a new battery and the display returned. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.